Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿

Event description:
It was reported the cartridge was leaking. Customer's blood glucose was 233 mg/dl. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin. Customer loaded a new cartridge successfully.